Manufacturer narrative:
This supplemental report is being filed to provide additional information that the system was programmed off and abandoned. There were no additional adverse patient effects. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that the system was programmed off and abandoned. There were no additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing a change in morphology. This shock induced an arrhythmia which took the device two shocks to convert. During a clinic follow-up, the smartpass feature was found off and the shock impedance was high but within range. Technical services advised some programming options. There were no adverse patient effects. Additional information from the local representative states the device was reprogrammed and remains implanted. The doctor is contemplating elective explant due to patient condition. The system remains implanted.